Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the emergency light. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty emergency lamp. The device evaluation found no additional device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus that the light source was giving error e207 which might be due to problem in halogen lamp. There was no physical damage found and the lamp hour was 150. The issue was found during maintenance of the device. There was no procedure involved. There was no patient harm associated with the event.